Manufacturer narrative:
Initial reporter name and address: -- alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV

Event description:
Healthcare professional reported "patient with suspected antiphospholipid syndrome, without confirmation. No diagnosis of autoimmune disease" which has been deemed not related to the device. Further reported was capsular contracture, baker grade IV. This is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "patient with suspected antiphospholipid syndrome, without confirmation. No diagnosis of autoimmune disease" which has been deemed not related to the device. Further reported was capsular contracture, baker grade IV. This is for the right side. The device has been explanted.